Event description:
Customer reported issues with the keypad of the insulin pump. Customer states that the buttons are not responding. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to unlocked keypad connector on lcd board. No cosmetic damage noted.